Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 447 mg/dl and not giving insulin properly. Customer also reported no delivery alarm on the insulin pump. Tried offering troubleshooting for high blood glucose and no delivery and customer became upset and wanted replacement of the insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test, self test and excessive no delivery alarm due to blank display.